Event description:
I had mentor gel implants put in, in 2006. About a year later I started getting pains in my joints, I had problems with thyroid nodules, had to have half thyroid removed, brain fog, blurred vision and extremely sensitive to cold. I found out through MRI this year that one implant had been ruptured and the other was leaking. I was told that these implants were FDA approved and could not rupture unless my chest received a serious blow, that never happened to me, I feel I was not told the truth. The only explanation that I can think of is, these implants must have been defected and not safe at all. Removed on ((B)(6).